Manufacturer narrative:
No pt present. The medtronic rep reinstalled the mach cranial software and re-calibrated the microscope with the navigation system. No further issues.

Event description:
Medtronic rep reported that during a demonstration directly following the calibration of the navigation system with a microscope, the mach cranial software crashed (exited to login screen) twice. The first crash occurred when he selected the microscope boundary and the second occurred when he selected the scope in the probes list. This event did not occur during surgery and no pt was present.